Manufacturer narrative:
(UDI) and (510k) are unknown; no additional information was provided. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, a device history record (DHR) review could not be completed. The sample was received in used conditions without its original packaging. Visual inspection: the sample was visually inspected at a distance of 12 inches under normal lighting; the breathing bag had a tear. Functional test was not performed. The most probable root cause of the issue was deemed to be manufacturing related; production personnel did not detect and scrapped the damaged breathing bag. Action(s) taken to mitigate the reported issue(s): a qalert was generated to ensure that production personnel detect any marks or damage on the breathing bags. Production personnel was trained in this qalert.

Event description:
It was reported that, during a pre-use check, the customer noticed the connector came off from the product. No patient injury was reported.